Manufacturer narrative:
This system base has a circuit breaker guard.

Event description:
It was reported that during cleaning of the operating room (or), the circuit breaker was tripped by incidental contact with a broom. There was no pt involvement.